Manufacturer narrative:
Correction: d10 - lsp202v_aveir_dr_pacer should be removed.

Event description:
It was reported that a dual chamber leadless pacemaker system exhibited a loss of conductive telemetry after undergoing magnetic resonance imaging (MRI). Troubleshooting included disabling i2i telemetry, switching out electrodes, changing placements, and swapping out programmers and accessories. The issue still persisted until a magnet was placed over the device. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an atrial leadless pacemaker exhibited a loss of conductive telemetry after undergoing magnetic resonance imaging (MRI). Troubleshooting included switching out electrodes, changing placements, and swapping out programmers and accessories. The issue still persisted until a magnet was placed over the device. Patient was stable.